Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle loaded onto guidewire with guidewire straightener were received for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the identified stretched issue as uncoiling of the outer guidewire coils was observed distal to the distal tip of the introducer needle. The investigation is also confirmed for the identified fracture issue as the round inner core wire connecting both the ends of the guidewire was not visible in the stretched area of the guidewire. Even though the guidewire was able to be inserted and advanced into the introducer needle with little resistance during functional evaluation, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 08/2023.

Event description:
It was reported that during a port placement, allegedly there was a resistance, when the guide wire was inserted. There was no reported patient injury.